Manufacturer narrative:
Additional information received - the facility reported, a transverse astigmatic keratotomy (tak) procedure was performed in the patients right eye, on (B)(6) 2012, for astigmatism correction. (B)(4).

Manufacturer narrative:
(B)(4). Method: lens work order search medical review. Results (other): a lens work order search was performed and no similar complaints were found within the same work order. Medical review - the icl is indicated in pts (B)(6) years of age. There is a much greater risk of cataract in pts over (B)(6) years of age post icl implantation. The pt in this case is over (B)(6) years of age. Anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the (B)(4) trials, approximately (B)(4) of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only (B)(4) progressed to clinically significant cataract during the same period. Cataract extraction was performed in these cases and visual outcome was good. Conclusions (other): based on the complaint history, work order search and medical review, the most likely cause of the event was the off-label use of the lens with a pt older than the indicated age. (B)(4).

Event description:
It was reported pt had a 12.6 mm micl12.6 implantable collamer lens implanted in the pt's right eye on (B)(6) 2011. The pt developed a anterior subcapsular cataract that was diagnosed on (B)(6) 2011. The pt's vision has been compromised. Va post-op 20/40. Va post-diagnosis 20/30. Pt last visit was on (B)(6) 2012. The icl remains implanted.